Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Clinical adverse event received for poly failure, tibial : wear. Event is serious and is considered mild. Event is definitely related to device and is definitely not related to procedure. Date of implantation: (B)(6) 2006. Date of event (onset): (B)(6) 2021. (Left knee). Treatment: revision on 02/09/2022, with revision of tibial insert.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected:

Event description:
Operative notes received indicating that "on (B)(6) 2022, the patient had a revision left total knee to address wear of articular bearing surface of internal prosthetic. The indications noted that patient had left knee pain. Depuy insert was used during the procedure. During the procedure the surgeon observed chronic foreign body synovitis with fragments of polyethylene plastic from the previous insert. The insert that was removed showed posterior lateral and some posterior medial failure including delamination pitting discoloration and fragmentation. The femoral component was well fixed. The tibial baseplate surface was intact. There was slight deformation of the patella, but no wear and it was well fixed."